Event description:
It was reported to philips the device was not recognizing power input. There was no patient involvement.

Event description:
It was reported to philips the device was not recognizing power input. A philips field service engineer (fse) evaluated the device and was unable to duplicate the issue. The fse stated the device passed opcheck and the lcd light for ac power was solid green and the system operation light was showing black x. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.